Event description:
It was reported that during a da vinci-assisted radical salvage prostatectomy surgical procedure, the customer was having an issue with universal surgical manipulator (usm) 3 drifting. When the surgeon let go the right master while in the surgeon console, it drifted and almost caused damage to an artery. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the logs and confirmed the drift on the right master tool manipulator (mtm) controlling usm3. The tse explained two different safety locks on the surgeon console. The tse confirmed that the surgeon had his head in the viewer when he released his right hand. The tse explained the two safety features. If the usm is unlocked and exterior forces are present, the usm could drift. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The fse completed the system test drive and verification and was not able to reproduce the issue. The fse reached out to the customer for possible customer training due to patient safety issue. The system was tested and verified as ready for use. The complaint was not confirmed based on the field evaluation.